Manufacturer narrative:
Continuation of d10: product ID l-evolutfx-2329 (lot: 0012289394); product type: 0195-heart valves; implant date ; explant date product ID d-evolutfx-2329 (lot: 0012313260); product type: 0195-heart valves; implant date ; explant date select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to the implant of this transcatheter bioprosthetic valve a pre-implant balloon aortic valvuloplasty (bav) was performed using a 20 mm balloon. Subsequently, upon valve deployment to 80%, poor expansion was observed. The expansion issue was due to the strong calcification. The valve was recaptured and the dcs was withdrawn. A second bav was performed using a 22 mm balloon. Following the bav, the valve was placed. Adequate expansion was noted. No patient complications were reported as a result of this event.